Manufacturer narrative:
Concomitant medical products: 4968-35, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on stored electrograms (egm). The rv lead remains in use. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) displayed invalid trend data. The crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.